Event description:
On (B)(6) 2009, the patient reported that his baby pulled the insulin cartridge out and half of the insulin cartridge's contents spilled into the insulin cartridge compartment. He stated this occurred over 6 months ago. Patient reports he just let it dry out and started using the infusion device again. No physiological effect was reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product.